Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6) is calling on behalf of the customer. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 70 to 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results.. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 210 and 324 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 239mg/dl (B)(6) 2017 08:40 am fasting: yes, 200mg/dl (B)(6) 2017 08:23 am fasting: yes, 119mg/dl (B)(6) 2017 08:19 am fasting: yes, 105mg/dl (B)(6) 2017 08:25 am fasting: yes, 140mg/dl (B)(6) 2017 08:20 am fasting: yes. Customer called in stating that her mother use to have a true results meter, her mother was upgraded to the true metrix meter, customer is now concerns that the true metrix meter is reading erratically high. The results obtained on meter memories are higher than customer's expected range, however, customer is more concerns that the meter is reading erratic. Customer's expected range is 70-100mg/dl fasting. Customer does not have any symptoms of high or low blood sugar at the time of call.